Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failure rate was (B)(4). The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 6/18/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the failure rate was +6.15%¿ was not confirmed through accuracy testing. Performed test three times and all tests were within specification. A bubbled downstream occlusion (dso) seal and data loss (low battery coin voltage 1.2v) were found. The battery coin (3v) and the dso seal were replaced. The pump was calibrated, and the performance verification test was performed. No fault related to the complaint was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.